Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient's previous device battery in 2007 depleted after eight years and went to "no output" causing the patient to black out. The previous device was explanted and replaced. No patient complications have been reported as a result of this event.